Event description:
The customer reported that the central nurse's station (cns) is having intermittent communication loss (comm loss). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is having intermittent communication loss (comm loss). According to the customer, they get comm loss for a few seconds and then they get the waveforms again and then it will go back into comm loss. Technical support is working with the customer to resolve the problem. There was no patient injury reported.